Event description:
It was reported that during an unknown procedure, the device could not be opened after firing. The surgeon used another device to cut the proximal tissue, and used a jaw to cut off the distal tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 12/10/2008. Results = firing trigger. Evaluation summary: the analysis results found that the tsb45 instrument was returned with the firing mechanism damaged and a reload present. The reload was received fully loaded with staples. The firing mechanism was noted to be damaged as the firing trigger was found partially closed. The firing trigger was opened applying reverse force on it. The device opened and closed without any difficulties after opening the firing trigger. No additional functional testing could be performed due to the conditions of the device. However, the reload was tested for functionality on a test device and it fired, cut and formed the staples as intended. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, sample of the batch is inspected at fgqa.